Event description:
It was reported that the patient had diaphragmatic stimulation with left ventricular pacing. The left ventricular lead was programmed off and remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-58 lead, implanted: (B)(6) 2010; d274trk ICD, implanted: (B)(6) 2010. (B)(4).